Event description:
Product analysis summary: approx 41.5cm of the lead assembly (excluding the electrode portion) was returned for analysis in 2 pieces. Visual inspection identified a coil wire break near the electrode bifurcation. Continuity check using a multimeter was performed and lead discontinuity was confirmed. Scanning electron microscopy was performed at the area where the break was located. The freacture mechanism appears to be due to torsion or twisting of the lead. It is believed that stimulation was present for some period of time after the fracture occurred as evidenced by the presence of pitting on the broken coil wire surfaces. The lead pin showed evidence of a proper mechanical and electrical connection. The remaining conditions of the lead portions returned are consistent with conditions that typically exist following an explant procedure. The fracture mechanism identified is characteristic of a lead fracture that is caused by device manipulation. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events.

Event description:
Further follow-up revealed that the pt underwent revision surgery. During the surgery, it was noted that the lead was broken as a result of the pt twisting the generator around through his skin. Both the pulse generator and buipolar lead were replaced. The pulse generator was replaced prophylactically. It was reported that surgeon applied mesh around the new generator in effort to provide a shield against patient manipulation.

Event description:
Reporter indicated that device testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating indicating that the generator battery had not reached end of life. No adverse event was reported in conjunction with the high lead impedance condition and the pt has reportedly been seizure-free since previous office visit approximately three months prior it was reported that device diagnostic tests performed at prevoius office visit three months prior were within normal limits; however, a review of available data revealed that high lead impedance readings have been obtained from all device diagnostic testing performed on the pt's device over the past 15 months. The pt denies any recent injury that may have damaged the vns therapy system. Review of x-rays revealed a comlete discontinuity in the lead wire. The remaining lead wire is colled up above the generator, in a manner that is consistent with conditions that exist when a pt manipulates the device through the skin. Revision surgery is scheduled.